Event description:
During routine testing of the defibrillator, the user heard arcing sounds from inside the unit. There was no pt involved. Examination of the unit disclosed that a significant amount of water had entered the enclosure and caused extensive corrosion on the main defibrillator board. The corrosion caused arcing in the high voltage circuit. The event is not occurring more frequently or with greater severity than is usual for the device.